Event description:
A report was received that the patient was experiencing burning sensation, soreness and pain at the implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing burning sensation, soreness and pain at the implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.